Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
H6. Health effect impact code: f26 component code: g01003 d8. Was this device service by a third party? No a review of tickets determined that there is normal complaint activity for lot number 68824un20. Trending review of list number 3l79 determined no trends for false low patient results due to the product. Return testing was not completed as returns were not available. Quality control results recovered in range. Precision run had no issues with quality control or any patient results. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of architect calcium reagent (ln 3l79-32) lot number 68824un20 was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier complete sid:(B)(6).

Event description:
The customer reported a falsely decreased calcium result generated on the architect c8000 analyzer on one patient. Results provided: (B)(6) 2021 sid (B)(6) = 2.9 mg/dl, sample redrawn = 9.3 mg/dl. Normal range: 8.5-10.5 mg/dl. No impact to patient management was reported.